Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On (B)(6)2023, it was reported by an arthrex employee via email that an ar-1588rt acl tightrope rt broke off when tensioning the tendon. This was discovered during an aclr procedure on (B)(6)2023 and completed using another r-1588rt acl tightrope rt. Additional information requested. Additional information provided (B)(6)2023: the button broke off when tensioning the tendon, while in the patient. The broken fragment was removed and the case was completed by using another new ar-1588rt.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation was confirmed. One unpackaged ar-1588rt was received for investigation. Visual evaluation found suture was broken off and frayed. No sharp edges were observed on the button. The most likely cause for the reported failure is a user error. Per dfu-0147. Precautions. Acl/pcl/ btb/rt/abs tightrope only: excessive force on the shortening suture strands may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft.